Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the reported condition of a colleague infusion pump with failure code 808:02 was confirmed during product evaluation. This complaint is an ancillary service event opened during investigation of (B)(4). The root cause was determined to be the pump head module. The pump head module was replaced. If any additional information is received, a follow-up will be sent.

Event description:
Upon review of the pump's event history by baxter personnel, it was found that a colleague infusion pump experienced a failure code 808:02. It is unknown when or in which care area this event occurred. Upon review of the event history, it was determined that this incident interrupted delivery on (B)(6), 2011. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown